Event description:
Per the tech involved: during deployment of the device, the tamp tube is supposed to slide down past sheath end. It did not. I had to fillet the distal end of the sheath and use hemostats to grab the tamp tube and slide it down. There appeared to be too much resistance as I was pulling back the device for deployment per manufacturer.what was the original intended procedure?vascular closure post procedure.